Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment. The logfile review could not be performed, no clinical review can be performed. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported an undercorrection in both eyes post lasik. A low energy reading of 70-80% was reported during the procedure. No additional treatment to the patient will be done at this time. Patient will be re-evaluated at a later date. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information provided states that the patient underwent an enhancement and using a topical steroid and a topical antibiotic eye drop.